Event description:
It was reported that a lens was exchanged due to a refractive error. The original date of surgery (implant) was (B)(6), 2012. After the first case the patient ended up 1.5d hyperopic. Measurements were rechecked and confirmed. The physician did an exchange on (B)(6), 2012 and implanted a 12.5d zmb00. The patient is now on target and the physician wants to have the lens checked.

Manufacturer narrative:
(B)(4). Visual inspection showed a lens where the optic was cut in half and one loop (haptic) was missing precluding diopter measurement. The manufacturing record was reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and shown to be within specification. This is in compliance with the labeled dioptric power of this production order. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.